Event description:
It was reported to the aci sales professional that a female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained via a 7f procedural sheath at the right common femoral artery (cfa) with 4,000 units of heparin administered peri-procedure. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician had the radiology technologist (rt) close the access site using the mynx device. The rt who is a trained user of the mynx, prepped and used the device according to the instructions for use (IFU). It was reported that the rt deployed the device and retracted the sheath to expose the advancer tube. The rt then advanced the advancer tube to place the sealant onto the arteriotomy. The advancer tube and the sealant did not stay in position at the arteriotomy but were reportedly observed to be outside of the patient's anatomy. It was also reported that the balloon was still in place so the rt deflated the balloon and pulled it out. Since the patient was on a heparin drip, the rt immediately applied a femostop on the access site. It was reported that the femostop was removed after one hour when hemostasis was successfully achieved. The patient tolerated the procedure well and was ambulated and discharged per hospital protocol with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without a returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1108109) indicated that the mynx device met all established performance criteria prior to shipment.